Event description:
Latitude alert for fault code 1003: "voltage was too low for projected capacity" bsc tech services contacted, recommends ICD generator change within 90 days. Patient scheduled for ICD generator change on [redacted]